Event description:
It was reported that the colonovideoscope had a b30 scope communication error code. This issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image. A root cause could not be identified. Based on the results of the investigation, it is likely fluid inside the scope connector caused no image and a b30 scope communication error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.